Event description:
The patient was revised because of pain. Possible trunionosis was also noted.

Manufacturer narrative:
Examination of the returned devices finds deep scratching and pitting of the acetabular liner indicating third party debris was trapped in the articulating surface. No abormal wear patterns found visually on the returned femoral head. A search of the complaints databases finds no other related reports against the product/lot code combinations. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).